Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "device migration/implant malposition" and "suspected/actual rupture/deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "device migration/implant malposition" and "suspected/actual rupture/deflation".

Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "device migration/implant malposition" and "suspected/actual rupture/deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.